Event description:
It was reported that a patient was told that she needed to have a "trickle charge". The patient had a power-on-reset (por) message. The por was cleared and the patient turned her stimulation on. It was stated that the implantable neurostimulator was "fully charged". It was stated that the patient was unable to adjust their stimulation. It was noted that the patient did not have pain her right side, only on the left side. Additional information has been requested, but was not available at the time of this report.

Event description:
Follow up reported the patient received assistance from their doctor or representative and their concerns were resolved. Appointment dates were noted for (B)(6) 2013 with representative and over the phone with representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).